Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system did not boot up. The review of the system log file showed that a frame grabber card initialization error. The frame grabber captures the video from the allura system. The philips engineer changed the positions of first grabber cards and second grabber cards. After swapping the grabber cards, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not boot. The device was outside clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse suspected a faulty flexvision pc grabber card. The fse repaired the grabber card. After the flexvision pc grabber card repair, the system was returned to good working order. The investigation is ongoing. A follow up report will be submitted when further information is received. .